Manufacturer narrative:
Product ID 37751 lot# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause remained unknown. It was also reported the explant date remained unknown, as the patient was awaiting workers comp approval. The device was still implanted at this time, due to waiting for approval on the ins replacement. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 37751 lot# serial# (B)(4) implanted: explanted: product type recharger: additional review indicated method code 4117 is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had the ins pocket at the t12 or flank area. They had the ins moved, at a procedure on 2018-(B)(6), below the beltline and a implantable neurostimulator was placed. The patient had a hard time charging. The ins would be sent to the manufacturer after it's released from the lab. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), implanted: explanted: product type: recharger. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty charging because the recharger was getting too hot to charge and touch. No symptoms were reported. No further complications reported and/or anticipated. Additional information received from a manufacturer representative (rep) reporting that the patient was getting ready for a revision and/or replacement. They stated the patient was having difficulty recharging and it got hot and uncomfortable at the pocket site. The rep stated the patient wanted the ins moved. The rep inquired about obtaining information about the patient¿s recharging (coupling, length or recharging sessions, etc.). It was reviewed that they should consider recharge information from the clinician programmer or recharger statistics. The following were the clinician statistics: average coupling ¿ 4 7/22 5.4 hours, 100% charged 7/16 4 hours, 50% charged 7/10 2.4 hours, 75% charged 7/7 2.2 hours, 75% charged 7/5 3.3 hours, 50% charged 6/28 3.1 hours, 75% charged the rep declined to obtain recharger (insr) stats as they were getting ready to go in to the operating room and the clinician stats were sufficient at the time. It was reviewed that the ins still had several years of longevity and hopefully a revision would help with the issues. It was reviewed that if the ins would be replaced with the newest ins model they may have the same issues or worsen as the new model is a smaller size with different charging capabilities. It was reported that the charging difficulties started in oct-2017. It was indicated that no interventions had occurred yet, as they were pending workers compensation approval. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger; product ID: 977a290, lot# va11tat014, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; updated date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was pain at the ins site, which was resolved without sequelae on (B)(6) 2018 when it was explanted. The patient presented with allodynia and swelling down their arm and, because of where the battery rubbed against chairs, they had some discomfort when they sat. They also weren't able to reach the battery pack with their left hand due to the allodynia and swelling. It was also reported that the cervical lead had migrated laterally, slightly. They found this upon examination of fluoroscopic images on (B)(6) 2017. However, no actions were taken as it was still providing excellent coverage to the left, upper extremity. It was also noted that the inability to recharge began on (B)(6) 2017, the same date the allodynia and swelling was noted, and the issue was related to the patient¿s usability issues with the desktop charger.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger; product ID 977a290, lot# va11tat014, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the device was explanted and not replaced on (B)(6) 2018, when the event was resolved without sequelae. The patient had increased pain from the ins site and also had lateral migration of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the neurostimulator was replaced on (B)(6) 2018. There were no further complications that have been reported as a result of this event.